Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a system failure. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a crack on the top case, bottom case and right plunger case. The tamper seal was not broken. Review of the event history log (ehl) showed no errors. A functional test was performed and the reported issue was not duplicated. The functional test found no issues. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(6).